Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 31076010l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure using thermocool® smart touch® sf bi-directional navigation catheter. The patient experienced cardiac perforation/cardiac arrest that required pericardiocentesis and cardiopulmonary resuscitation (CPR). After reporting a steam pop, the physician asked for an ultrasound catheter to check for a pericardial effusion cardiac perforation. The pericardial effusion was noted. The patient lost blood pressure and pulse. CPR was initiated and a pericardiocentesis was performed. The patient stabilized. The patient required extended hospitalization and the details regarding the reason for extended hospital stay is unknown. No transseptal puncture was performed. There was evidence of steam pop which occurred during ablation. No errors reported by the bwi systems.